Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
Edwards was notified through the thv implant registry that the patient passed away 2 days after the successful implantation of a sapien valve via the transfemoral approach. Additional information was not provided.

Manufacturer narrative:
Multiple attempts were made to obtain additional information related to this case but the medical records requested of the facility have not been received. At this time, the cause of the death is unknown; however, there is no indication that it was related to the function of the valve. The device was not returned to edwards for evaluation; it is unknown if an autopsy was performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.